Event description:
A peritoneal dialysis patient reported she found fluid in the cassette area, no longer has cassette. There is no report of patient injury.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.